Manufacturer narrative:
(B)(4). The device is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or the device becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
This report has been created as a results of a regulatory website advisory communication poster. The regulatory body contacted baxter to report a colleague infusion pump in which a manager at multiple facilities had contacted the regulatory body to provide a list of various in-house repairs performed during (B)(4) 2010. During one in-house repair of a colleague infusion pump, there was an air in line alarm that occurred. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.